Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
During the icp monitoring the value could not be displayed on generator. Changed the icp and cable but failed. Changed the new one to complete the procedure. No people involved. (B)(6) 201515 per affiliate: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No.